Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture ref no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. After mapping and ablating from the retrograde aortic approach, the physician obtained transseptal access to continue. At the end of the procedure, a drop in blood pressure was noticed. Cardiac tamponade was confirmed using intracardiac echocardiogram. A pericardiocentesis was performed removing 220 cc of fluid from around the patient's heart. Patient was left with a drain in place. The patient's blood pressure stabilized, and they were transferred to the intensive care unit. The patient condition improved. The physician did not provide a causality for the event. A transseptal puncture was performed with an unknown needle. The flow setting was set to standard settings. There was no evidence of steam pop during the procedure.